Event description:
It was reported that a patient experienced a fluid leak from their transfer set during dwell three of four of peritoneal dialysis therapy. The patient disconnected from their homechoice and did not close or cap their transfer set. After the patient noticed the leak, they immediately closed the transfer set and put a minicap on the set. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient improperly disconnected from the device and caused a fluid leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.